Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp3540 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when attaching the extension tubing with the strain relief, the latch of the extension tubing was loosened, unable to be engaged firmly. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a connector is confirmed; however, the exact cause is unknown. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed some use residue on the returned sample, and the connector was found to be returned not assembled. The connector pieces were assembled, and an audible click could be heard when the two pieces were connected. An attempt was then made to disassemble the connector pieces and the connector pieces were found to be able to be pulled apart by hand with some force. The distance between the locking arms of the proximal connector piece was measured and was found to be wider than the specification; however, it is unknown if the connector was damaged prior to this measurement or what other contributing factors may have affected the interaction between the connector pieces. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported that when attaching the extension tubing with the strain relief, the latch of the extension tubing was loosened, unable to be engaged firmly. No other information was provided.